Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was reported that as of today, the ICD remains implanted. The patient and physician were both informed of what the alert is and what it indicates in terms of product performance. The patient had experienced a stroke and is still not in stable condition. As a result, the physician has postponed the revision until april. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned and is not expected to be returned due to sanctions between (B)(4) and the united states. If the product is returned in the future, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was reported that this ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device cannot be returned due to trade restrictions. A memory download of the device memory was received for review. It indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity as well as tones. This device remains implanted. No adverse patient effects were reported.